Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0099 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "when the catheter was inserted there was a nice intravasal ECG until v subclavia. There the ECG disappears outside the screen. After trying to adjust the settings and changing the ECG electrodes on the patient with no luck the catheter was replaced and insertion then goes without trouble."

Event description:
It was reported, "when the catheter was inserted there was a nice intravasal ECG until v.subclavia. There the ECG disappears outside the screen. After trying to adjust the settings and changing the ECG electrodes on the patient with no luck the catheter was replaced and insertion then goes without trouble.".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon reviewing the information about the event, it was determined that a reportable event had not occurred.